Event description:
Per complainant, the safety sheet zipper broke, causing the zipper to split and allowing her son to elope from the cubby bed. Complainant stated the zipper slider attached to the canopy side and disconnected from the safety sheet. Complainant also stated she did not see any damage prior to the event and that she has been using a second sheet. Three pictures were provided. Two pictures were provided of a damaged safety sheet showing damage to the zipper teeth between the locking loop and the tag. A third picture is of the second, undamaged safety sheet locked into the cubby bed locking loop with a lock not provided by sensory medical. Multiple zipper sliders are shown zipped and locked into the canopy side safety sheet zipper. When asked about the locks, the complainant confirmed she has the locks and clips that came with the bed originally. There was no report of injury as a result of the event.

Manufacturer narrative:
A replacement to the damaged safety sheet is in progress. 240716m13 is the lot for the safety sheet. Review of manufacturing records confirmed all in process and final inspections passed. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "Openings in and between bed parts can entrap the head and the neck." Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." Page 5 contains a parts list, which includes the locks and safety sheets. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers on page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." Page 22 of the user manual, maintenance checklist, describes to discontinue use of the bed if anything is damaged or missing. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.